Event description:
It was reported that externalized conductors were observed via x-ray. No electrical anomalies were detected.the lead was explanted.

Manufacturer narrative:
No medwatch form was received. Externalized conductors due to internal insulation abrasion were noted at 7.2-12.5cm and 7.3-9.3cm from the lead tip. The etfe coating was intact at these locations.